Event description:
At 1645 diaphragm cap popped off the sensormedic ventilator 3100a while on infant. Diaphragm was replaced while infant was bagged by respiratory therapy. At 1725, similar incident occurred again with diaphragm popped off. Infant bagged, diaphragm replaced. Seven - eight minutes later, diaphragm popped off. At 1733 replaced circuit and recalibrated, diaphragm popped off during calibration. Orders then received to place infant on servo I ventilator. Respiratory therapy was at bedside and infant was supported at all times.